Event description:
It was stated that the tip of the catheter was bent or crushed and became clogged. The issue originated from nursing, and there were two occurrences. It was not identified while the patient was receiving medications; it was discovered when the nurse went to initiate the IV. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
45 sister samples found no failures, and the complaint could not be confirmed. The reported issue was likely related to use technique, specifically failure to ensure the catheter hub was fully seated prior to insertionot as outlined in the IFU. No discrepancies or abnormalities relevant to the complaint.